Event description:
It was reported through medwatch # (B)(4) that the patient went to the clinic due to system controller issues on (B)(6) 2024. The system controller was noted to have broken bend reliefs and a broken outer casing on the white cable. The system controller was replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Section d4: device serial/lot number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damaged bend reliefs and a broken outer casing on the white power cable on the system controller (serial unknown) was unable to be confirmed. Product was not returned for testing. Log files were not submitted for review. Photos of the damage were not submitted. Multiple attempts were made to obtain additional information from the customer regarding the event (including controller serial number, if any adverse events occurred, and patient information); however, no additional information was provided. A root cause for the reported events could not be conclusively determined through this investigation. Serial number was not provided, a DHR review was not performed. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.